Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge with insulin, difficulty was encountered as the syringe needle bent while inserting it into the cartridge. Customer did not know how it became bent. Another needle was used and cartridge was loaded with insulin. Customer's blood glucose was 160 mg/dl.